Manufacturer narrative:
On (B)(6) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak from disconnected tubing at valve vl8. The fse re-connected the tubing resolving the leak. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as a few ml of fluid from the probe in the analyzer. The leak was not contained and was identified while the analyzer was running quality control samples. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.